Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up report will be submitted.

Event description:
Received information regarding a cartridge alarm 5 during the load process. Customer's blood glucose level was not impacted.